Event description:
It was reported that right atrial (ra) lead oversensing and right ventricular (rv) lead oversensing resulting in non-physiologic short ventricular intervals were noted during stored high-rate non-sustained episodes that occurred during the patient's cardiac surgery procedure. A significant decrease in defibrillation coil impedance was noted on the rv lead. It was further reported that the patient passed away and the cause of death was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.